Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 26-jul-2018 with the following findings: a review of the pump black box showed no pump reboots had occurred. A visual inspection of the pump revealed the battery compartment was cracked above the bumper pad and on the side at the threads. The returned battery cap had stripped threads; it was unable to maintain electrical connection and power loss was duplicated. A test battery cap was able to fit to maintain electrical connection and was used for testing. The pump was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.